Manufacturer narrative:
Insulin pump passed displacement test, self test, active current measurement, sleep current measurement, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. Insulin pump was monitored and tested with no blank display noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl, at the time of incidence. Customer was treated with manual injection for high blood glucose level. Customer was okay to troubleshoot for high blood glucose level. Customer reported that the insulin pump had blank display. Customer was assisted with troubleshooting. However display did returned after insulin pump restart. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.